Manufacturer narrative:
(B)(4). This lot was manufactured december 10, 2014 to december 11, 2014. The device was returned for evaluation. Visual inspection revealed no evidence of a leak. A functional leak test did not show any leaks. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A leak was reported to have been observed on a small volume folfusor device. This observation was made prior to patient use, after the device was compounded with fluorouracil and folinacid. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.